Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting assistance from technical support.